Event description:
It was reported that a pca module allegedly failed to alarm. No further information is available.

Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/26/2011 to the present date 11/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a pca module allegedly failed to alarm.